Event description:
It was reported that the ilet displayed no blood glucose values due to a pairing failure with a dexcom g7 sensor, while the sensor continued to read in the dexcom app; troubleshooting included confirming the pairing code, placing the ilet in pairing mode, turning off phone bluetooth, and performing a sensor type toggle before restarting the sensor, consistent with an intermittent communication failure involving the antenna/electrical communication component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7, consistent with an intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.